Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was returned for evaluation. Visual inspection revealed that the purge line tube had fractured at the joint to the port on the oxygenator. Visual inspection of the separated purge line tube did not find any obvious anomaly, such as an elongated section, in the appearance. Magnifying and electron microscopic inspections of the fracture cross- sections of the purge line tube confirmed there was not any anomaly on the surface that could have been a trigger of the generation of the fracture with no embedded foreign substance or entrainment of air bubbles in the material. The surface was found to be in the smooth state on some section and in the rough state on the other section. Reproductive testing was performed, and a test product sample in the state of being cooled down was exposed to shocking force at the joint of the port and tube, which was the boundary between the hard material of the port and the soft material of the tube. As the result, it has been found that the tube may get fracture with the fracture cross-section presenting the smooth surface on some section and the rough surface on other section. The purge line tube of the actual sample was cut vertically at a given point and the cut cross-section was inspected under magnification. No irregularity was noted in the wall thickness of the tube. The inside and outside diameters of the tube were confirmed to be equivalent to those of the current product sample. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the actual sample was cooled down due to a low temperature during transportation, storage or before the actual use and that, in this state, it was subjected to some excessive shock force at the purge line tube joint to the port, resulting in the reported fracture of the tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that when they unpacked the capiox sample during setup of the tubing pack, he found that the purge line tube had come off the port. The oxygenator module of the actual sample was changed out to a fx 25w and the procedure was completed successfully. The event occurred pre-treatment.